Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "the reported hospital. Intraoperative rupture of the ceramic insert has occurred in the impaction. Rupture of the insert in its internal area. Forced complete withdrawal of the cotyle". The product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed the rim fractured, confirming the reported event. Device was forwarded to the manufacturing site for further investigation the ceramic insert cannot be completely reconstructed. There are fragments missing which could potentially yield further information if they were available. Therefore, the analysis of the fragments and the fracture surfaces remains technically incomplete. Metal transfer of erratic appearance can be found on the inner sphere and on the fracture surfaces of the liner. This secondary metal transfer was probably produced by rubbing between metal parts and/ or surgical instruments and the ceramic liner after the primary fracture event or during the attempts to release the liner from the metal cup. Thus, it does not provide any information about the cause of the fracture. In case of symmetrical, and therefore correct, taper fit between the ceramic liner and the metal cup, metal transfer patterns (primary metal transfer) are expected over the whole circumference of the liner. The liner is currently fixated in a misaligned position within the metal cup. No primary metal transfer of regular appearance can be found on the protruding part of the ceramic liner. The rim of the liner is chipped. Next to the fracture surface metal transfer can be found which indicates small areas of intensive contact between the ceramic liner and the metal cup. However, the current seating position of the liner in the metal cup does not correspond to the observed metal transfer and fracture surface. It indicates that the liner was likely removed and then reassembled with the metal cup, after occurrence of the fracture. It is assumed that the liner fractured due to a point load caused by a misaligned position of the liner in the metal cup; however, consideration must be given to all other potential influences such as surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The component properties and the microstructure as obtained from the quality documents of the insert meet the requirements specified at the time of production. There is no indication of any pre-existing material defect. A manufacturing record evaluation was performed for the finished device 4130662 lot number, and no non-conformances nor manufacturing irregularities were identified. The overall complaint was confirmed as the observed condition of the ea delta cer insert 36idx52od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device 4130662 lot number, and no non-conformances nor manufacturing irregularities were identified. Added: d10 (concomitant). Corrected: h3.

Event description:
It was reported the ceramic insert ruptured during impaction. A different acetabular cup and a polyethylene implant were used to complete the procedure. The procedure was completed with a ten (10) minute delay and no consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.